Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The wire was returned inside the delivery sheath and the filter bag was retracted. A visual inspection was performed and it is possible to observe that the spring tip is broken and the wire is highly bent. Besides, there are residues (dried blood) inside the delivery sheath. Microscope inspection identified that the spring tip is broken, moreover, there are residues (dried blood) inside the delivery sheath. Dimensional inspection of the outer diameter (od) at the proximal and middle sections were performed and were within specifications. Sheathing/unsheathing test can be performed. However, resistance was felt when the filter bag was deployed/retracted since the wire was highly bent. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 06aug2020. It was reported that the filterwire could not deploy. The more than 90% stenosed target lesion was located in the internal carotid artery. A 190cm filterwire was selected for use. During the procedure, it was noted that the device reached to the target position but it could not deploy. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed a broken spring tip.